Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. Reportedly, the customer forgot to deliver a bolus. A correction bolus was delivered to address bg. Additionally, it was reported that the customer experienced intermittent low bg levels of 34 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates consumed, and subsequently delivered larger boluses than needed. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.